Event description:
Report received from the USA stating "the autolube-iii foot pedal is leaking oil." The event occurred during a 'crani' procedure. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).